Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file confirmed that there was an issue with battery in the host pc. The fse replaced the battery in the host pc with new one, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.